Event description:
Upon initial contact, advised device overheating, got hot and burned patient's mouth. When contacted for additional information, advised after procedure, small white burn patch was noticed inside cheek/lip of patient. Ointment applied to area and patient given pain medication.